Event description:
Consumer complaint of low blood results by father on behalf of daughter. Expected fasting blood glucose test result range is 113 to 115 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. However, on (B)(6) 2015 emergency medical attention was sought by paramedics due to daughter's blood glucose testing using trueresult meter and result was 35mg/dl. Father gave her glucose shot. When paramedics tested blood glucose, the result was 65mg/dl using their meter. Currently taking insulin to manage diabetes. Back to back blood declined "(B)(6)" to daughter's absence. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/18/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:182mg/dl, (B)(6) 2015, 05:01am; 2:167mg/dl, (B)(6) 2015, 04:58am; 3:126mg/dl, (B)(6) 2015; 04:53am; 4:134mg/dl, (B)(6) 2015, 06:03pm; 5:400mg/dl, (B)(6) 2015, 02:32pm.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report #(B)(4).